Manufacturer narrative:
Additional information: medtronic received information that the tipstop was read at 56 millimeters. A software analysis was initiated. The software analysis concluded that the software functioned as designed following review of the reported issue.

Manufacturer narrative:
UDI not available for this system at time of filing. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturing representative. The system was found to be fully operational and passed a system checkout.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that during the case, the distance from entry to target was 56mm, but it needed 106mm to get to the target. The surgeon changed out the straight base for the angled base and then was able to get to target. The surgery was completed with navigation and there was no impact on patient outcome. Additional information was received that the target and entry points were selected backwards by the surgeon. The surgeon showed the representative how he selected them.